Event description:
Patient presented to the physician with pain at the chest incision site due to the ipg moving within the pocket. Physician brought the patient into the or, re-sutured the ipg, and closed the incision site.